Event description:
It was reported that during a trial case, patient complained of chest pain due to his prone position. However, after patient was flipped over, he still had some chest pain just less severe. Patient was sent to the emergency department. The physician believed it was not device or procedure related. The patient was cleared in the emergency department and was programmed and obtain pain area coverage with no more chest pain.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads . Upn: m365sc231650e0 . Model: sc-2316-50e. Serial: (B)(6). Batch: 7292724. UDI: (B)(4).